Event description:
During ptca procedure for right coronary artery os lesion, catheter burst while inflating. Unable to remove balloon catheter, pt sent to or where catheter was removed. Pt expired eight hrs following return from or.